Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6). Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp and successfully completed a leak check with both internal and external helium tanks. Additionally, the getinge fse successfully completed an all-manifolds test with no issues and ran the pump for 15 minutes with no leak or alarms. Lastly, the fse verified unit calibrated and passed all functional and safety tests per factory specifications and the unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) started alarming gas loss in the iabp circuit. However, there was no known harm or injury to patient and no adverse event was reported. Health care professional went to transport via air an iabp pt. On the cardiosave and after taking it out of the cart and while it was in use- it started alarming gas loss in iabp circuit. It was in the transport configuration and kept alarming gas loss thus doing 6 fills as if it were a disconnect and it seemed as though the gauge now showing half helium in flight and alarmed low helium- when no restarts or disconnects had occurred after the initial one. A getinge field service engineer happened to be at the event site that late afternoon to teach at the air base and went to teach on that same pump and noticed when he plugged it in, it was still running off battery and the helium gauge on the monitor was showing half full. It looked fully seated in the cart, so fse unlocked it and it reported the audible that it was now disengaged and then clicked it back more forcefully into the cart and it reported back as in and now the pump was truly on ac power and the tank showing full.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11.corrected fields: b1, b4, e1(initial reporter), e3. The e1(event site state) is wrongly added in initial emdr. E1(event site state) is nw.